Event description:
It was reported by a biomed engineer that the dual drive console (ddc) was not ejecting the vad despite increasing pressure to maximum rate. At this time, the patient was switched to a portable driver and the pump resumed ejecting normally with no further incidents.

Manufacturer narrative:
The ddc unit was serviced by the manufacturer at the customer site where a small kink was found on the drive line of the top module to the emergency selector valve. The kink was removed by repositioning the driveline. The unit was functionally tested per manufacturer's service procedures and it passed all testing. No further information is available. The manufacturer is closing its file on this event.